Event description:
Rec'd report from customer that tubing broke. Description of event as follows: "tubing broke apart in soft tubing area above cone shaped adapter. The tubing that broke was what is normally covered by the clip-on protector in packaging. Cipro was to be infused using the tubing. The tubing compromise was discovered when it was obviously leaking considerably. No harm to pt ensued". Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.